Event description:
Additional information from the patient's physician stated, the patient experienced "pocket erosion" and an infection primarily located at their "device pocket." It was reported that a culture was not obtained and that perioperative antibiotics were not administered. It was noted that the patient did not have meningitis. It was reported the patient's outcome following "total device system explant" was "infection resolved." It was also noted the patient had a "debilitated status" prior to device implantation.

Event description:
It was reported there was erosion at the implantable neurostimulator (ins) pocket. Both the lead and ins were explanted. The onset of this event was unknown. A little more than a week later, it was stated the explant "went well." An infection was also found at the ins site. The patient was to be reviewed going forth. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3093-33, lot# v941222, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).